Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self check and experienced a compressor failure. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device log confirmed the reported fault codes; however, the reported condition could not be reproduced during evaluation. The unit was stress tested with no faults observed. Dust and sediment were identified in the manifold and flow screens which were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.